Event description:
Clinical trial. Same case as MFR#6000089-2007-01250, 01249. It was reported that post index procedure, the patient had a target vessel revascularization (tvr). The patient presented to the index procedure with an acute myocardial infarction (mi). The index procedure treated a lesion in the proximal right coronary artery (rca). The lesion was 3.5 mm wide, 35 mm long, and 100% stenosed. The physician predilated the lesion prior to placing 3 overlapping stents in the lesion. A 3.5 x 28 mm taxus express2 stent was placed, a3.5 x 32 mm taxus express2 stent, as well as a 3.5 x 24 mm taxus express2 stent. Residual stenosis was 0%. The patient received heparin, plavix, aspirin, and bivalirudin during the procedure. The patient was discharged 7 days later on aspirin, plavix, iscover, metoprolol, inegy and delix. On day 313, the patient presented with recurrent angina. The patient was on aspirin at the time. In stent restenosis of the 3.5 x 28 taxus express2 stent was noted. The rca was direct stented with another manufacturers 3.5 x 13 mm stent and then postdilated. The event was considered resolved, and the patient was discharged 3 days later on aspirin, iscover, nebivolol, inegy, and vesdil. In the opinion of the physician, there is a probable relationship between the stents and the tvr.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.